Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment on the guide wire occurred. A 5/c1/65/035 imager ii angiographic catheter was selected to diagnose the mesenteric artery. During procedure, it was noticed that the zipwire hydrophilic guide wire and a non bsc guide wire were stuck inside the lumen of the imager ii angiographic catheter. The catheter and wires were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable and safe.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The shaft inner diameter of the imager diagnostic catheter was measured and was within specification. A .035 amplatz guidewire was inserted through the lumen with no hesitation or issues. No damage or irregularities to the catheter shaft was noted. Inspection of the remainder of the device presented no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment on the guide wire occurred. A 5/c1/65/035 imager ii angiographic catheter was selected to diagnose the mesenteric artery. During procedure, it was noticed that the zipwire hydrophilic guide wire and a non bsc guide wire were stuck inside the lumen of the imager ii angiographic catheter. The catheter and wires were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable and safe.